Event description:
It was reported that the patient experienced syncope. The right atrial (ra) lead exhibited under-sensing during atrial arrhythmia. At device classified termination of events, arrhythmia appears to continue due to possible atrial under-sensing. Atrial lead position check failure was observed on the lead. The lead remains in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).